Event description:
Nurse was preparing a propofol drip to a newly intubated pt. Before connecting the line to the pt, the nurse noticed the propofol drip was prematurely dripping even before starting the pump. Pump and module were sequestered. Drug did not reach the pt. Ref report: mw5115048.